Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with syncope and a change in level of consciousness and were admitted on (B)(6) 2022. Their international normalized ratio (inr) was 1.9 on admission and the patient was on coumadin (warfarin) and acetylsalicylic acid (aspirin) (asa). Computerized tomography (CT) images showed subarachnoid hemorrhage and all anticoagulation was held. On (B)(6) 2022, the patient was deemed stable for discharge and with no asa and an inr goal of 1.5-2.0 for 2 weeks, then a goal of 2.0-2.5.

Event description:
The subarachnoid hemorrhage was due to the fall.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.